Event description:
It was reported that approximately 90 months after a left knee replacement procedure, the patient underwent a revision procedure to prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-012-47-2509 logic cr tib insert std, sz 2.5, 9 mm. (B)(6) 204-42-08 - tibial augment block 1/3-sz 2 8mm. (B)(6) 204-34-08 - fluted stem extension 80l x 14 mm. (B)(6) 02-012-41-2525 - logic tibia traptray cem sz 2.5f/2.5t. (B)(6) 200-02-29 - three peg patella 29mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
D1: updated. D4: added catalog number, expiration date, serial number, and UDI. G3: added 510k number. H4: added device manufacture date. H6: corrected component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and tibial loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.